Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as spinal pain. It was reported the patient experienced a loss of adequate stimulation and an increase in battery consumption. No environmental/external/patient factors that may have led or contributed to the issues were listed. An impedance check revealed a message to avoid using contacts 1, 2, 7, 9, 10, and 15 due to possible short and using those electrodes may increase energy consumption or impact therapy efficiency. Pre impedance check, electrodes 10, 11, 12, and 13 were being used for programming with pulse with (pw) of 390 and rate of 80hz. Interventions/actions taken to resolve the issue included reprogramming was done using electrodes 13 and 14 with pw of 400 and rate of 100 hz. That did not resolve the impedance check involving the described affected electrodes. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient status at the time of the report was 'alive - no injury.' No further complications were reported.